Event description:
Although they are not alleging any device malfunction, the customer requested a log review and testing of the infusion device due to a "code" event at around 10 pm involving a pt in the nursery. The pt was successfully resuscitated and transferred by life flight to another hospital. The only available info is that the pt had been receiving IV fluids and IV ampicillin. No further event or pt info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). Event occurred at (B)(6). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.